Manufacturer narrative:
As reported, the plug of the 5f exoseal vascular closure device (vcd) was hanging in the distal end of the exoseal. The doctor depressed the deployment button and removed it. Hemostasis was achieved by manual pressure. There was no patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18288668 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty partial deployment" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was not returned for evaluation.

Event description:
As reported, the plug of the 5f exoseal vascular closure device (vcd) was hanging in the distal end of the exoseal. The doctor depressed the deployment button and removed it. Hemostasis was achieved by manual pressure. There was no patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.